Event description:
Additional information received indicated low pacing impedance was observed on the leadless pacemaker.

Event description:
It was reported that the unspecified poor measurements and inadequate fixation was observed on the right ventricular (rv) leadless pacemaker (lp). The lp was removed and successfully implanted with a new delivery catheter. The patient was in stable condition.